Event description:
Add'l info rec'd from MFR on 10/11/01: rptr has no idea, of course, which substance has caused their problem since their hernia surgery, as drs have done no chemical tests of blood in spite of the strong chemical smell in rptr's urine. Rptr still has blurred vision, is very weak and faint, with burning sensations in left side of head and around heart. Rptr believes their vagus nerve and autonomic nervous system may have been affected. Rptr has also discovered they are not an isolated case. Something in these products that are being used needs a careful investigation.

Event description:
Rptr had inguinal hernia repair at hosp. Within one week, developed visual disturbances and severe weakness. The following month, became dizzy and felt a "constriction" in right wrist, which led to complaints of pain and burning. To date, still has a "strange chemical smell" in urine and feces and a "chemical taste" in mouth. Same chemical smell also noted in sweat and on clothing. Two to three months later developed neuropathy with burning/tingling to back, up to head with low grade fever, and down to legs and ankles. Rptr had been seen in ER and admitted overnight once for evaluation of symptoms. Rptr concerned that mesh and/or suture materials were absorbed into bloodstream and is requesting to find out if any such devices had been recalled.

Event description:
Rptr's condition has not improved since their hernia surgery with marlex mesh and mersilene (and chronic) sutures. Some of the symptoms have worsened, including the blurred vision, chemical smell in urine etc and in skin and clothing, and a strange taste in saliva. Rptr's heart rate and blood pressure are erratic, way up or way down. They were in excellent health prior to this. Rptr has since found there are others having similar symptoms after hernia surgery. One person has died, and rptr's family member is in terrible shape with above symptoms culminating in strokes. Drs are refusing to remove the mesh because they have no clinical data to support it. The mesh and suctures are supposed to be inert, but there are no blood tests available to show if there are some unstable products out there. Rptr doesn't believe this problem is being reported often, either by the drs or the pt. The pt is often too ill, and many drs are refusing to believe the symptoms. Rptr feels it's time for the FDA to do some investigating and not leave it up to the mfrs of the products. Rptr would be glad to have FDA order theirs removed for testing in spite of the risk of nerve damage etc that drs are quick to tell them about. Rptr believes there is something in the blood that is affecting the autonomic nerves, as they also feel very faint, as well as above symptoms.